Manufacturer narrative:
The lead analysis revealed abrasion to the insulation 18 cm distal of the connector pin as well as an abrasion to the coating of the rope conduction to the shock lead at the same location. With high probability, this damage is responsible for the clinical complaint. The damage indicates significant mechanical stress on the device during operation. The location as well as the characteristics of the abrasion indicate simultaneous strong pressure of the lead onto the ICD housing as well as lead friction on the housing. There was no x-ray or other diagnostic images available for analysis which could reveal the position of the implanted device inside the patient's body. All the other damage to the lead was probably caused by the explantation procedure. No manufacturing or material defects could be detected neither for the ICD nor the lead.

Event description:
Ous MDR - it was reported that the ICD did not deliver a shock when ventricular fibrillation occurred. The patient was shocked with an external defibrillator by the emergency physician. After that, the ICD could no longer be interrogated. An insulation defect of the lead was noted during explantation. It was also reported that the patient is very physically active (50 km jogging per week) and left-handed. The implantation site is also on the left. The patient was hospitalized.